Event description:
On (B)(6) 2013, the reporter contacted animas to report that on (B)(6) 2013, the patient was admitted to the hospital with a diagnosis of dka and bronchitis. The patient experienced the symptoms of extreme thirst, frequent urination, lethargy and irritability and tested positive for large amounts of ketones. The patient¿s blood glucose level upon admission was 1007 mg/dl; she was treated intravenously with insulin. The patient reported she had discontinued pump therapy on (B)(6) 2013, due to frequent ¿call service¿ alarms, and had been on her backup plan of humalog insulin injections. The patient was not using long-acting insulin on her backup plan. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia while on her backup plan after the pump issues occurred, and was admitted to the hospital in dka. Therefore this complaint is being reported.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.